Event description:
It was reported a synfix-lr system instrument that broke during surgery. The surgeon was performing an anterior lumbar interbody fusion and during trialing, before placing the implant, the threaded portion of the trial holder broke off into the trial itself. The trial was in the patient at the time. The surgeon was able to remove the trial and continue surgery with no problem. There was no harm to patient and no delay in surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and not implanted/ explanted. A review of the device history records was performed and no complaint related issues were found. Device history record review: a review of synthes device history records revealed the trial spacer handle was manufactured by avalign-nemcomed was inspected to the synthes incoming final inspection sheet number 389if151 revision ¿b¿ on 10/24/08. The product conformed to all requirements. The certificate of compliance (c of c) is dated 10/23/08. Nine parts were released to the warehouse on (B)(4) 2008. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.